Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the left anterior descending artery (lad) and was referred for a single vessel plasty. Vascular access was obtained via the femoral artery. The 80% stenosed, 16 x 2.25mm, concentric, de novo target lesion was located in the non-tortuous and mildly calcified left anterior descending artery (lad). After a non bsc guidewire crossed the lesion, predilatation was performed. After predilatation, a 16 x 2.25 promus elite stent was advanced to the target lesion and was deployed. It was noted that significant resistance was encountered while advancing the device. Following stent deployment, a distal edge dissection was noted. A 8 x2.25 promus premier select stent was deployed to cover the edge dissection and complete the procedure. No further patient complications were reported and the patient status was stable, responding well to medicines.

Manufacturer narrative:
Device is a combination product. E1 initial reporter first name and e1 initial reporter last name corrected. . B1 adverse event/product problem corrected. H1 type of reportable event corrected. H6: patient codes: from dissection 3160 to: no known impact or consequence to patient 2692. A 16 x 2.25mm promus elite stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the left anterior descending artery (lad) and was referred for a single vessel plasty. Vascular access was obtained via the femoral artery. The 80% stenosed, 16 x 2.25mm, concentric, de novo target lesion was located in the non-tortuous and mildly calcified left anterior descending artery (lad). After a non bsc guidewire crossed the lesion, predilatation was performed. After predilatation, a 16 x 2.25 promus elite stent was advanced to the target lesion and was deployed. It was noted that significant resistance was encountered while advancing the device. Following stent deployment, a distal edge dissection was noted. A 8 x2.25 promus premier select stent was deployed to cover the edge dissection and complete the procedure. No further patient complications were reported and the patient status was stable, responding well to medicines. It was later reported that a dissection did not occur and the 16 x 2.25 promus elite stent was not implanted.

Manufacturer narrative:
Device is a combination product. E1 initial reporter first name and e1 initial reporter last name corrected. A 16 x 2.25mm promus elite stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the left anterior descending artery (lad) and was referred for a single vessel plasty. Vascular access was obtained via the femoral artery. The 80% stenosed, 16 x 2.25mm, concentric, de novo target lesion was located in the non-tortuous and mildly calcified left anterior descending artery (lad). After a non bsc guidewire crossed the lesion, predilitatation was performed. After predilitation, a 16 x 2.25 promus elite stent was advanced to the target lesion and was deployed. It was noted that significant resistance was encountered while advancing the device. Following stent deployment, a distal edge dissection was noted. A 8 x2.25 promus premier select stent was deployed to cover the edge dissection and complete the procedure. No further patient complications were reported and the patient status was stable, responding well to medicines.